Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high"; cause was due to defective insulin. Customer addressed bg level by administering a manual injection. Recommendation was made to consult with a healthcare provider to discuss diabetes management.